Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of leaking set could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Per medwatch report: nurse primed the tubing with normal saline (ns) at around 11 am and hung up in pt's room without connecting to pt. At 12:20 pm, connected the tubing with pt's IV and started the alaris pump. Nurse checked the tubing and all connections and didn't find any leaking or wetness. Then attached the clamp for chemo drug fludarabine at the secondary line port, clamped primary line ns and opened chemo line to infuse at 225 ml/hr. Less than 4 mins, when nurse was trying to help pt going to the bathroom, noticed one drop fell from the line. Checked and found very slow dripping from the ns line between where the clear soft plastic meets the whitish y part. Stopped the chemotherapy and opened primary line with ns, the leak increased a little bit. Nurse changed new tubing and finished chemotherapy drug. There was no pt harm reported and no medical intervention was required. Although requested, no further pt info was available.